Manufacturer narrative:
(B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by customer during inspection that the cardiosave intra-aortic balloon pump (iabp) unit had helium gas leak. There was no patient involvement reported.

Event description:
N/a

Manufacturer narrative:
Updated fields - b4, e1, g3, g6, h2, h6 (type of investigation, investigation findings, investigation conclusions), h11. It was reported that during user inspection, the cardiosave intra-aortic balloon pump (iabp) had a decrease in helium gas level. There was no patient involvement reported and no injury or harm reported. A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse reported that a leak check was performed in maintenance mode and no leaks or malfunctions were observed. As preventive maintenance, the helium cylinder packing was replaced. Device passed the performance and safety checks according to factory specifications.